Manufacturer narrative:
Clinical code: 2448 - paraplegia: as reported within intake form, after the thoraflex hybrid was implanted by open stent grafting, the patient developed paraplegia. Health impact : 4623 - rehabilitation: as reported within intake form, the patient is well on the way to recovery through rehabilitation. Medical device problem: 2993 - adverse event without identified device or use problem: as reported within the intake form, the physicians believes this event is not considered to be a problem with the thoraflex hybrid since this is an adverse event resulting from open stent-grafting itself. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trending analysis: four year review was performed for thoraflex hybrid > medical event > paraplegia jan 21 - aug 25, the occurrence rate for this event type was 0.069%. No trend was identified requiring action at this time. 4111 - communication: additional information was requested by tag, the site confirmed on 15 aug 25 that no further information or scans are available for this complaint. Also scan review was not performed as the site confirmed on the 15 aug 25 that there was no scans available for review. 3331 - analysis of production records: comprehensive batch review had been performed; no issue were identified during manufacture of this device. Device manufactured to specification. 4117 - device not accessible for testing: device remains implanted. Investigation findings: 3221 - no findings available: due to a lack of information, we could not complete a full investigation. The root cause of the event was determined to be not root cause identified. Investigation conclusion: 4315 - cause not established: due to a lack of information, we could not complete a full investigation. The root cause of the event was determined to be not root cause identified. 22 - known inherent risk of device: IFU review was performed which confirmed within thoraflex hybrid nagase japanese IFU mentions paraplegia within problems/adverse events section of the IFU.

Event description:
Paraplegia: after the thoraflex hybrid was implanted by open stent grafting, the patient developed paraplegia. The patient is well on the way to recovery through rehabilitation. Physician's comment on causality: since the patient developed paraplegia after the thoraflex hybrid was implanted, there is a causal relationship. However, this event is not considered to be a problem with the thoraflex hybrid since this is an adverse event resulting from open stent-grafting itself. As per intake form: not related to a device failure / deficiency not an anticipated / expected event no surgical intervention possibly related to procedure & pre-existing condition. This report is being submitted as follow up #1 for manufacturing report number 9612515-2025-00074 to provide event closure information for tag0303.

Event description:
Paraplegia: after the thoraflex hybrid was implanted by open stent grafting, the patient developed paraplegia. The patient is well on the way to recovery through rehabilitation. Physician's comment on causality: since the patient developed paraplegia after the thoraflex hybrid was implanted, there is a causal relationship. However, this event is not considered to be a problem with the thoraflex hybrid since this is an adverse event resulting from open stent-grafting itself. As per intake form: not related to a device failure / deficiency, not an anticipated / expected event, no surgical intervention, possibly related to procedure & pre-existing condition.

Manufacturer narrative:
Clinical code: 2448 - paraplegia: as reported within intake form, after the thoraflex hybrid was implanted by open stent grafting, the patient developed paraplegia. Health impact : 4623 - rehabilitation: as reported within intake form, the patient is well on the way to recovery through rehabilitation. Medical device problem: 2993 - adverse event without identified device or use problem: as reported within the intake form, the physicians believes this event is not considered to be a problem with the thoraflex hybrid since this is an adverse event resulting from open stent-grafting itself. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trending analysis: four year review was performed for thoraflex hybrid > medical event > paraplegia jan 21 - aug 25, the occurrence rate for this event type was 0.069%. No trend was identified requiring action at this time. 4111 - communication: additional information was requested by tag, the site confirmed on 15 aug 25 that no further information or scans are available for this complaint. Also scan review was not performed as the site confirmed on the 15 aug 25 that there was no scans available for review. 3331 - analysis of production records: comprehensive batch review had been performed, no issue were identified during manufacture of this device. Device manufactured to specification. 4117 - device not accessible for testing: device remains implanted. Investigation findings: 3233 - results pending completion of investigation: investigation conclusion: 11 - conclusion not yet available: 22 - known inherent risk of device: IFU review was performed which confirmed within thoraflex hybrid nagase japanese IFU mentions paraplegia within problems/adverse events section of the IFU.